Manufacturer narrative:
Product complaint # (B)(4). Expiration date and lot number unknown. (B)(6). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2019, the patient underwent a surgery with va-hand system and the drill bit in question. During the surgery, the drill bit broke and the fragment was removed from the patient. The fragment has not been found in intraoperative x-rays and post-operative x-rays. On an unknown date, the fragment was removed from the patient. The surgery was delayed by less than 30 minutes. No further information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).